Event description:
It was reported that patient experienced lead migration. Reportedly, the lead migrated from t8 to t10. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Effective therapy was restored post operatively.